Event description:
Information received indicates the head hydraulic cylinder will not rise.

Manufacturer narrative:
The technician after replacing the head up valve tube replaced the hydraulic power unit assembly to repair the bed.